Event description:
It was reported that during a scheduled procedure of intubation the "product failed to function."

Manufacturer narrative:
A medwatch 3500a form was received from the reporter # (B)(4). This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records were returned to the manufacturer for evaluation. The report is inconclusive as to the cause of the reported product problem. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device has not been returned since initial distribution. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely, as defined by the FDA, to cause or contribute serious injury if this event were to recur. (B)(4). The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. Do not attempt to use an emg tube without first performing a cuff inflation test. Inflate the cuff with the intended gas mixture and visually inspect the cuff for any abnormality. Replace with another emg tube if any adverse abnormality is found. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Before use, the cuff should be tested for cuff leakage with 15cc to 20cc of air. Thoroughly evacuate all air before intubation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.